Manufacturer narrative:
H10: the devices were received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body of the twist clamp. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was determined to be manufacturing related issue due to inadequate solvent to the insert chip. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the dark blue female connector and the light blue main body of two (2) minicap transfer sets. This occurred while disconnecting from peritoneal dialysis therapy. When the patient went to the clinic to have the transfer set replaced the nurse took another transfer set and that set experienced the separation between the dark blue female connector and the light blue main body. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.